Event description:
It was reported that readings of >40000 ohms were found on all electrodes except for 8-15 which were in the 35000-36000 ohms range. It was possible that an open circuit was present. The patient was reportedly receiving good pain coverage in both legs and, other than adjusting stimulation voltage a little higher, did not notice a therapeutic difference. Group impedances were within the normal range but the patient had had impedance issues in the past. The therapeutic level will be monitored over the next couple months to see if there are any changes that occur. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient was charging their device more frequently then they had previously. The patient was required to recharge every other day for about 2 hours each time. Previously, the patient was recharging once per week for about 2 to 3 hours. At this time there were no plans for revising the system.

Manufacturer narrative:
(B)(4).